Event description:
Procedure type: colon resection. According to the reporter: as the dr transected the ileum, the knife advanced in the normal fashion, but no staples deployed. The bowel was open and bleeding on both ends. Lost 150cc blood due to no staple line. Extended o.r. Time 1 hour due to the dr having to sew two layers of bowel together. Dr sewed the two ends of bowel back together with suture. No pt injury was reported.